Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that the stopper of a bd ultra-fine¿ insulin syringe was deformed. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (3) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 7142872. Customer states that the stopper was deformed. All returned syringes were examined and 2 out of 3 samples exhibited a deformed stopper. CAPA 122939 has been opened to address this issue. A review of the device history record was completed for batch # 7142872 all inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted for dry barrels. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA 122939 has been opened to address this issue.

Event description:
It was reported that the stopper of a bd ultra-fine¿ insulin syringe was deformed. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the stopper of a bd ultra-fine¿ insulin syringe was deformed. There was no report of exposure, injury or medical intervention.